Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
This senior medical affairs specialist reviewed the customer care advocate's (cca's) documentation. In 2009, a reporter/layperson (unk relationship to the pt/layperson) alleged that the pt's onetouch ultramini meter results were inaccurately elevated. Based upon results of 430 and 421 mg/dl, the reporter gave the pt 3 units humalog insulin at 4:58pm the same day. Seventeen minutes later, the pt reportedly was shaky. A result on a second ultramini was 149 mg/dl. Apparently no other test was performed. The pt was given something to eat or drink. Control solution was not available to troubleshoot for the cca who replaced the products. Because the reporter alleged the pt's blood glucose became lower, and she exhibited a symptom that meets the criteria of serious injury after being given insulin based upon an inaccurately elevated result, the complaint is being reported.